Event description:
This item was previously reported in error. The tibia is not reportable as it is manufactured using tivanium alloy which doesn't contain cobalt, chromium.

Manufacturer narrative:
This item was previously reported in error. The tibia is not reportable as it is manufactured using tivanium alloy which doesn't contain cobalt, chromium.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00175. Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 7 item# 42500606202 lot# 63690720, refobacin bone cement r 2x40-3 item# 3003940002-3 lot# 535abb1601. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to an allergic reaction to cobalt, chrome, and cement. No further treatment or intervention noted. There is no additional information at this time.